Manufacturer narrative:
The report of suspected thrombus was confirmed during the evaluation of the returned pump. Examination of the pump upon disassembly revealed flat, tissue-like depositions on the body of the rotor. Areas of these depositions were hard and denatured, indicating that they were present while the pump was supporting the patient, but may have originally formed elsewhere. Examination of the disassembled pump also revealed a deposition surrounding the bearing ball within the proximal side of the outlet stator. This deposition¿s lack of concentric layering indicates that it did not initially form in the outlet stator; however, its areas of slight denaturation suggest that it was present while the pump was supporting the patient. Although a root cause for the development of the observed depositions could not conclusively be determined through this evaluation, they could have affected the normal flow of blood through the device and contributed to the reported event. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Infection and device thrombosis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support with the replacement device. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was admitted on (B)(6) 2016 due to severe left upper quadrant pain over the pump pocket site along with erythema and induration in the area. Cultures from the site reportedly grew gram-positive cocci concerning for relapsed (B)(6) bacteremia. The patient appeared extremely uncomfortable and nauseous during the clinical evaluation and endorsed nausea and vomiting secondary to the pain, but denied fevers or chills. The patient had a temperature of 102.7 degrees fahrenheit at the time of the admittance but was otherwise hemodynamically stable with no leukocytosis. Once admitted, the patient was treated with vancomycin and ceftaroline infusions. The CT scan of the patient's abdomen and pelvis did not demonstrate abscess, but showed extensive soft tissue thickening and fat stranding associated with the pump pocket site. It was reported that the patient had an inr goal of 2.5-3.5. Weekly adjustments were made to the patient's anticoagulation therapy because it was either too high or too low due to the patient's compliance issue and diet. The patient was reportedly reminded on a weekly basis of the need to adhere to the anticoagulation therapy. The patient's inr on (B)(6) 2016 was therapeutic at 3.5. The estimated flow showed "+++" on occasions during the patient's stay in the hospital. It was reported that the patient's compliance and diet has since improved. No further information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device: 7 months. The device was returned for analysis. The evaluation is not complete. No additional information was provided. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient underwent a pump exchange on (B)(6) 2016 due to a clot. Additional information was requested but was not provided.